Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus' field service engineer obtained the information on reprocessing steps of the forceps elevator by the user facility, no significant deviation from the instruction for use was confirmed. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus medical systems india (omsi), it was found that there were foreign materials around and under the forceps elevator due to the insufficient cleaning. There was no report of patient injury associated with this event.